Event description:
A report was received that the patient underwent a pocket revision due to pain at the ipg site. The ipg was relocated from the patient's hip to abdomen. The patient is reportedly doing well.

Manufacturer narrative:
Patient's weight not available. Device remains in the patient. This is the final report.